Event description:
It was reported that the patient presented during follow-up in clinic. During examination, noise was noted on the right atrial lead causing over-sensing. The lead was capped and replaced on 8 jul 2022. The patient was stable in condition.